Event description:
It was reported the device displayed "volume failure" alarm, not pumping correctly. No patient injury was reported.

Manufacturer narrative:
B5: additional information received, by smiths medical/ICU on 23-may-2022 via email. And attached to complaint object. Event date was updated from unknown to 3-apr-2022. The event occurred, during use with a patient, there was no patient injury as a result. The unit appeared to be infusing incorrectly. And when switched out for another unit ,the infusion/bolus was correct. The outcome of the event is resolved.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device in good condition. Error was found in the device ehl (event history log) multiple times. The customer stated problem was not duplicated. No device problem was found. The cause of the reported problem could not be determined. A DHR (device history review) was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device., corrected data: d4: correction: catalog number: 21-6400-51. D4: correction: model number: 6400.